Event description:
Target weight loss set for 3.7 l with actual weight loss at 4.5 l, plus 1.6 l replacement fluid, or 6.1 l total. No pt injury or medical intervention was reported. Gambro technical services (gts) functionally tested the machine with no problem found.